Manufacturer narrative:
Product analysis:"visually confirmed the implant is broken into multiple pieces, with some, (not all) returned for analysis. Microscopic examination of the fracture identified a fairly flat fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 9392507, 510k #k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, cage of 25mm x 7mm was loaded to insert (no other 30mm x 7mm were available). After a few mallets, the noise was heard and discovered that this cage had broken. The fragments were retrieved. Half of the implant remains in the disc space as a spacer. As a result of this event perforation of dura was observed in the patient. Whether the patient required additional surgery/treatment or not was reported unknown. The dura was compromised due to insertion more medially. Tisseel was used for sealing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.